Event description:
Event description cpi received information that a patient with an implantable cardioverter defibrillator (ICD) went into ventricular fibrillation and died. Post death the device was interrogated and was found to be programmed to the 'monitor only' mode. Device print-outs from a feb 21, 1998 follow-up show the device was programmed to the 'monitor + therapy' mode, while on feb. 25, 1998 follow-up print outs show the device was programmed to the 'monitor only' mode. In the 'monitor only' mode patient cardiac activity is monitored, but no defibrillation therapy is available to the patient.